Manufacturer narrative:
Device evaluation: 1 x oacl-10-7 of c1825927 lot number was returned to cirl open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 13 january 2022. Since the stent was eventually deployed, only the introducer was returned for evaluation. Therefore issues in relation to the stent could not be assessed physically to determine if they contributed to the advancement difficulty documents review including IFU review: prior to distribution all oacl-10-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records oacl-10-7 of lot number c1825927 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1825927 the instructions for use, ifu0096-1 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use: ¿do not use this device if stent cannot advance through strictured area.¿ the IFU also mentions ¿¿wire guide diameter and inner lumen of wire-guided device must be compatible. ¿¿ the rep confirmed that information regarding the wire guide specification is not accessible. Therefore, it is not possible to assess the probability of a user-error. There is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible root cause could be attributed to difficult patient anatomy leading to difficulty placing the stent. Summary: complaint is confirmed based on customer testimony and laboratory evaluation according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The staff were using a oacl-10-7 today lot c1825927, when it seemed to get stuck during deployment. Following a lot of force the stent was eventually deployed. No unintended part of the device remained inside the patient's body, no additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.